Manufacturer narrative:
Journal reference: wallace, et al. "Sacral nerve neuromodulation in pts with underlying neurologic disease" american journal of obstetrics and gynecology july 2007; 197; p 96e1 - 96e5. See scanned pages.

Event description:
Journal reference: wallace, et al. "Sacral nerve neuromodulation in pts with underlying neurologic disease" american journal of obstetrics and gynecology july 2007; 197; p 96e1 - 96e5. This is a retrospective study of pts to assess the value of sns as an effective treatment for lower urinary tract dysfunction in pts with underlying neurologic disease. Pts had successful test stimulation and underwent interstim implantable pulse generator placement. One pt had their pulse generator removed at 36 months due to failure after passing through a metal detector.